Event description:
Almost four years post-implant, the patient was hospitalized with an infection and a mass around the pfo device. The physician reported the device was mobile, but it was not clear if it had embolized. The device remains implanted and the patient will be treated for six weeks with antibiotics.